Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, there are allegation of visualization of particles. Additionally, device had dust fail contamination. Exist contamination of foal particles that inside the blower kit.